Manufacturer narrative:
(B)(4). Investigation summary: lot#9185332 DHR was reviewed and no qn found; manufacture records for lot#9185332 was reviewed, no abnormal was found; 7 pcs retained sample were check on point, lubrication, needle puncture and needle angle, and all results meet the specification; pen needle product has 100% IV point inspection by vision system, and defect part will be rejected automatically. Base on investigation above, the certain cause cannot be concluded at the moment. Conclusion: no action at the moment regarding the root cause cannot be concluded as a manufacture issue; root cause: based on investigation above, the certain cause cannot be concluded at the moment. Rationale: no need to open CAPA.

Event description:
It was reported during use the bd ultra-fine¿ nano pen needle experienced leaks (applicable to all sets, components, and connections) and difficult to operate or not working/functioning. The following information was provided by the initial reporter: "after the responsible nurse gave the patient a subcutaneous injection, the needle was pulled out, and there was a drop of liquid at the needle." Additional information: the nurse injected insulin for the patient, and found that the injection pen could not be pushed and could not be injected effectively. After the injection needle was changed immediately, the injection was successful.